Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents and passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump was monitored and no unexpected failed battery test alarms occurred during testing. No damage was found on the c13/lcd isolation tape during visual inspection. Pump received without the original battery cap. Unable to verify battery cap damage. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, case cracked at the reservoir tube window corner, and scratched reservoir tube window.

Event description:
Customer called to report that the insulin pump alarmed failed battery test. Customer's blood glucose levels were not included in the report. Customer reported that the insulin pump has a blank display after battery change. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the display issue could not be determined. Product is not being returned or replaced.